Event description:
It was reported that the left ventricular (lv) lead exhibited a rise in impedance into a high range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: c4tr01 implantable pulse generator (ipg) 2011 (B)(6). (B)(4).